Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: subsequent follow-up with the customer, additional information was received regarding the event. Therefore, the event description has been updated accordingly. D4, h4: the lot number, expiration and manufacture dates were reported as unknown on the initial report; and have been updated accordingly. Therefore, UDI: (B)(6). According to the information received, it was reported that when the surgeon pull trigger of omnispan gun for deploying the first omnispan implant, then the second omnispan implant was loading instead of launching the first one to the patient. And the silicone depth wasn¿t in the right position at the first time. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, the picture is not clear but it appears that both implants are jammed/seized within the introducer. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. The photo do not provide enough evidence to confirm this complaint. Hands on analysis should provide the evidence necessary to confirm the root cause. Based on the information of the customer, first it was not inserting at the adequate depth; therefore, the possible root cause can be attributed to when the needle insertion which have caused blocking insertion of the first implant, and when this occurred may have felt resistance and did not pull the trigger all the way. Then, when the trigger was pulled again both implants would be deployed at the same time. However, it cannot be conclusively affirmed. As per IFU, it is important to use a calibrated probe, measure the width of the meniscal tissue to be repaired. Also, at desired depth, squeeze the deployment lever (dark gray) while maintaining depth positioning to deliver the first implant; there may be a slight pushback on the deployment gun while the implant goes through the tissue. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep in thailand that during a meniscal repair procedure on (B)(6) 2021, it was observed that the second implant would deploy instead of the first implant when the trigger was pulled for the first implant. The procedure was completed with an unspecified delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during a meniscal repair procedure on (B)(6) 2021, it was observed that the second implant would deploy instead of the first implant when the trigger was pulled for the first implant. There were no adverse patient consequences reported. No additional information was provided.